Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient also experienced bilateral granuloma and necrosis, as well as gel bleed on the left side. Mentor also became aware that the patient underwent device removal and replacement with 225cc saline mentor smooth round moderate profile breast implants, catalog number 3501630, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation revision with 275cc mentor memorygel breast implants and experienced bilateral rupture post-operational. The ruptures were confirmed with a mammogram and a physical examination. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.